Event description:
A patient reported that their meter would not turn on. Pt stated that the meter "was not working for a while". Pt was feeling shaky. This issue was not resolved with troubleshooting. Pt went to the doctor's office because the meter wasn't working and the doctor gave pt a prescription for a new meter. There was no medical intervention or treatment given. No further information has been reported.